Event description:
It was reported that the lead exhibited no capture, increased impedance, and noise. The lead was explanted and replaced. It was noted that the lead could be extracted without withdrawing the helix first.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.